Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula leaked insulin event on 08-aug-2024. The infusion set was in use for 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).